Manufacturer narrative:
A service visit was performed. Sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts have been made to obtain additional information with no response to date. (B)(4).

Event description:
An ophthalmic surgeon reported that there was a problem with the bed during a surgery. He tried to correct the position of the bed with a joystick but there was a patient involved, it would influence on a refraction. The surgeon confirmed to the a company representative that the patient bed was moving down and he had to correct its level manually. The surgery was completed. Several attempts have been made to obtain additional information with no response to date.

Manufacturer narrative:
Evaluation summary: at the visit on site the fse (field service engineer) could not reproduce the issue but exchanged the engine of the bed due to a potential z-motor issue. The z-motor of the patient bed was returned for evaluation. At the failure analysis of the returned motor, the patient bed moving down unintended was reproduced and is caused by a spindle with the wrong pitch inside the motor. The user has to check the position diodes (indicating the cornea is in the right focus) during the whole treatment continuously and can stop the surgery at any time. According to the ex500 procedure manual rev.3; chapter 7.7.1 "maintaining the focal plane is the responsibility of the surgeon for the entire laser ablation: the two red spots must be superimposed on the stromal apex. Re-focusing is necessary as soon as two spots become notable. Defocused ablation may lead to deviation from the best clinical result."; 7.7.2 "the emission of laser pulses can be interrupted at any time by lifting the foot off the laser foot pedal." And "if re-focusing is necessary, release the laser foot pedal to deactivate the patient bed interlock to allow general bed motions."as the concerned treatment cannot be identified in the log file, the whole day is analyzed. Log file review for the day of treatment ((B)(6) 2015) shows no error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The logfile shows 7 successfully performed treatments. Movement of the bed is not logged in the logfiles. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer's acceptance criteria. The root cause of the over correction cannot be determined, as no details were provided. There is no indication the patient bed issue may have caused or contributed to the reported over correction. The root cause for the impaired spindle of the z-motor (caused the patient bed moving down) was a defect component delivered to the patient bed supplier. The patient bed supplier did not detect the impairment of the spindle because they did not check the pitch/profile of the spindle.

Manufacturer narrative:
Additional information provided: a sample has been received at manufacturing site.

Event description:
Additional information was received from the surgeon. This was the first time the issue occurred and there was patient harm. On a later date the event occurred again but without patient impact. For this patient the issue occurred during the ablation and the patient had overcorrection. This is the one of two reports being filed for this event. This report is for the patient who had overcorrection.